Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. And, although several CPR methods was used, the lucas device may have contributed to the patient's reported liver injury. The device was not returned to stryker for evaluation. The cause of the reported issue could not be established.

Event description:
It was reported to stryker that a 25 years-old patient with breast implants suffered a liver injury after receiving approximately 31 minutes of CPR. This was found during a literature review.